Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (250 mg/dl). The customer stated that 1 day after a pump supply change, the bg level would be high and then stabilize on day 2-3. The customer did not know the cause of the high bg and correction boluses were delivered to address the bg. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.